Event description:
The reported feedback suggests that the pump registered infusion is complete despite a full syringe of norad being still insitu from the reported information there are no indications of serious injury to the patient.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The reported feedback suggests that the pump registered infusion is complete despite a full syringe of norad being still insitu. From the reported information there are no indications of serious injury to the patient.